Event description:
It was reported that intraoperative impedance readings were >40000 ohms, although reference electrodes had not been checked yet. Electrode impedance results on one side were >10000 and on the other were all within normal range. Impedance was rerun, although results were not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).